Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer stated they were unable to exit the load reservoir process. Customer reported that the insulin pump was not working properly and insulin pump was showing that it was rewinding and that rewind was complete but the piston was not really moving down. The customer experienced symptoms such as nausea, difficulty in breathing, vomiting and abdominal pain. The customer was treated with insulin drip. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The motor slide rewinds and device primed properly. The motor was tested outside of the device and passed. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).